Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to confirm the alleged sealing issue. The instrument was placed on an in-house da vinci system and it failed the electrode gap test. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument did not properly seal the patient's tissue. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci colectomy procedure, it was observed that the endowrist one vessel sealer instrument took a long time to seal. In addition, there was not enough energy coming from the instrument and it was not properly sealing the patient's tissue. On august 19, 2015, intuitive surgical inc., (isi) contacted the initial reporter of the complaint and the isi clinical sales representative indicated that the endowrist one vessel sealer instrument did not fully function right when it was used for the first time. The surgeon was using a monopolar curved scissors instrument at the beginning of the procedure and when the surgeon switched to the endowrist one vessel sealer instrument, there were no beeps or errors to indicate that the instrument was not sealing. The vessels were not highly calcified or in excess of 7mm in diameter. There were some tissue effect seen however it did not seem like the tissue was ever desiccated. The cut function was working fine throughout the procedure. There was no bleeding observed. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.